Event description:
It was reported to the aci sales professional on (B)(4) 2011 by a colleague (not an aci employee) that a patient who underwent a catheterization procedure on (B)(6) 2011 was closed with the mynx device by a physician who was not a trained user of the device. It was reported that the deployer was unable to deflate the device, therefore, he reportedly cut the wire. Reportedly, a vascular surgeon was consulted. On (B)(4) 2011, the aci sales professional reported that he was able to confirm this event with the user facility, however, no details were provided. On (B)(4) 2011, the aci sales professional confirmed that a vascular surgeon was consulted, but no surgery took place. An ultrasound was performed and it did not show anything in the artery. The patient was discharged two days after the procedure. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.